Manufacturer narrative:
Section h3: additional information manufacturer's investigation conclusion: the report of low flow alarms was confirmed based on the evaluation of the submitted log files; however, a specific cause for the low flow alarms could not be conclusively determined. It was reported that the patient, who had not been anticoagulated since early january due to recurrent gi bleeding, experienced a fully clotted outflow graft. Two of the patient¿s three aortic valve leaflets were obstructed by clot. The patient was taken to the operating room for a pump exchange, and it was later reported that the obstruction caused by the clot was determined to be the cause of the patient¿s low flow alarms. The system controller event log file captured several controller fault flags for low flow beginning on (B)(6)2020 at 14:54:31 when the estimated flow was calculated below the low flow threshold of 2.5 lpm. By 14:54:41, the low flow hazard alarm had triggered. Within those 10 seconds, flow dropped from 2.4 lpm to 0.0 lpm. Flow remained at 0.0 lpm for the remainder of the log file. A driveline disconnect was captured on(B)(6)2020 at 15:28:53, resulting in a pump stop along with driveline disconnect and lvad off alarms. The driveline was reconnected and, by 15:29:10, the pump had resumed operation at its set speed. This driveline disconnect appeared consisted with the center¿s report that the patient¿s driveline was disconnected and reconnected. The pump continued to operate at its set speed, with flow at 0.0 lpm, until (B)(6)2020 at 17:18:58 when the driveline was disconnected again, resulting in another pump stop along with driveline disconnect and lvad off alarms. At 17:19:04, both power cables had been disconnected and the pump was supported by the backup battery. The driveline was not reconnected and the controller was placed in sleep mode, which was consistent with the account¿s report of a pump exchange. Mlp-015938 was returned assembled with the pump cable severed approximately 5.5¿ from the pump header. Two additional segments of the pump cable, measuring approximately 9.25¿ and 6.75¿, were also returned; however, the remaining distal end of the pump cable and the modular cable were not returned. The sealed outflow graft conduit (outflow graft and outflow graft bend relief) was returned attached to the pump cover outlet port with the outflow graft bend relief hardware fully engaged. The outflow graft clip was returned attached to the outflow graft hardware. Two additional severed portions of the outflow graft, measuring approximately 3¿ and 1¿, were also returned. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surface of the inflow cannula revealed a red, non-laminated, deposition of coagulated blood throughout the inflow cannula. This deposition was slightly adhered and granular in texture and occluded the cannula near the distal end. In addition, depositions of coagulated blood were observed in the lumen of the outflow graft (including the severed portions), as well as the outflow graft attachment, pump outflow, pump cover, rotor, and rotor well. These red, non-laminated depositions were not adhered. All of the observed depositions within the device appeared to have developed due to poor surface washing as the result of a low flow event or an interruption in flow through the pump, which is consistent with the low flow alarms recorded in the log file data; however, a specific cause for the interruption in flow cannot be conclusively determined. Mlp-015938 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The hm3 IFU lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, the IFU contains information regarding the recommended anticoagulation therapy (including inr range) for patients using the device. The introduction of the hm3 IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. The hm3 IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section of the hm3 IFU describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with resolving them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previous gastrointestinal bleed was reported in MFR number: 2916596-2020-01950. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an abrupt low flow alarm that was recorded at 0.0 lpm. The log files report that the controller recorded multiple strings of low flow events at 0.0 lpm but did not record calculated flow on (B)(6) 2020 at 2:54pm through the end of the file. The log file also recorded that the driveline was momentarily disconnected and reconnected at the controller but aside from this event, the pump speed was maintained during the length of the file until 5:18pm. The log file also recorded that the driveline was disconnected from the controller and not reconnected on (B)(6) 2020 at 5:18pm. The controller was placed in sleep mode indicative of a controller change. Vad coordinator reported an update on (B)(6) 2020 that the outflow graft was full of clot and 2 of the patient's 3 aortic valve (av) leaflets were obstructed by the clot. The patient was in the operating room undergoing a pump exchange. Vad coordinator reported an update on (B)(6) 2020, confirming that the cause of the low flow alarms was the obstruction by the clot. The patient had not been anti-coagulated since early (B)(6) due to a recurrent gastrointestinal bleed. The vad coordinator also confirmed that the momentary driveline disconnect was the patient taking the driveline out to see if that would alleviate the problem. The stated changes to pump parameters included that the flow was 0 lpm, pi¿s were ¿low¿ and power was less that what would be expected at 5400 rpm. The patient's initial reported symptoms were that the patient felt ¿a little more¿ tired, but reached out due to the low flow alarms. A cardiac computed tomography angiogram (cta) scan revealed thrombus all throughout the outflow graft. The patient was reported to be in the ICU post operation day 1 from a pump exchange on (B)(6) 2020.